Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video controller pcb was eval and identified as requiring replacement. The user decided to retire the system from svc and has chosen not to repair the system. The system will be scrapped.

Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to the event.